Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2016; 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection of staphylococcus aureus. The cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.